Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6. Complaint is confirmed. Visual inspection revealed that the sheath was frayed and not seated in the notch of the 2.6 mm knotless fibertak ¿ anchor, and the inserters' tips were broken off. Functional testing was not performed due to the damage to the device. The method of bone preparation and the quality of the bone encountered were not provided. The most likely cause of the reported failure is attributed to user error of the device due to improper bone preparation, misalignment insertion, and prying/leveraging of the device during insertion. And/or excessive impaction during implant insertion as this could lead to inserter damage and/or breakage.

Event description:
Update from 15-oct-2024 (B)(6). Initially it was reported that during an arthroscopic surgery the implant has slipped out of prepared channel. However, during the receiving inspection by arthrex gmbh product surveillance it was found that the tip is broken off. Update 15-oct-2024 (B)(6): further information was received that the tip did not remain in the patient.

Event description:
It was reported that during an arthroscopic surgery the implant has slipped out of prepared channel. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.